Event description:
The customer reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different charging cables and adapters were unsuccessful. The dark screen indicated an inability to confirm any power source alerts in the pump history. The customer's blood glucose level was not adversely impacted, suggesting levels remained within normal range. The customer reverted to manual daily injection (mdi) as a backup insulin therapy.